Event description:
It was reported that the diver stripped while locking down a set screw during a procedure. An alternate driver was used to complete the case without reported patient impact.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed that there was minimal wear and the driver looked operational. It was tested on vitality transvers connector set screw and worked as expected. The complaint is unconfirmed. Since the complaint is unconfirmed, the device are believed to be conforming when they left zimmer biomet's control and there is no root cause for the reported incident.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the diver stripped while locking down a set screw during a procedure. An alternate driver was used to complete the case without reported patient impact.